Event description:
On (B)(6) 2012, cardiohelp ((B)(4)) at (B)(6) displayed a yellow error : art sensor defect. Value displayed ---. The alarm is gone and a readout is displayed when connecting an external art sensor, so the alarm comes from the hls internal sensor measurement. The problem is not the hls disposable or connecting cable. After switch off and on the cardiohelp the error was gone, but the t art reading is still ---. Changing the cardiohelp solves the problem with the same hls and cables. No patient involvement. (B)(4).

Manufacturer narrative:
(B)(4).